Event description:
It was reported that a couple of weeks ago the patient started having problems with the stimulation therapy. Additional information received reported that the patient had a loss of therapeutic effect. For the past 2 weeks, the patient had to catheterize themselves and the stimulation therapy was not helping the patient. It was noted that the patient was hospitalized 2 weeks ago for gut problems, had nausea, and was not able to eat. They were not sure if the symptoms were related to the device therapy and the patient had to catheterize themselves since then. It was reported that the patient was in the hospital for 8 days and was now home as of 2 days ago. The patient was visiting family and could not get to their health care provider (hcp). It was noted that the patient had no falls or trauma recently and the patient was not able to urinate.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v382104, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the device was turned off and the event was attributed to the programmer. There were no abnormal impedance measurements. It was noted that the intervention of reprogramming took place on (B)(6) 2014 and the device was activated.